Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-balloon aortic valvuloplasty (bav) was performed. Following the implant of the valve, grade 2 paravalvular leak (pvl) was reported. A post-bav was performed and the pvl worsened to grade 3. A second bav was performed with no improvement. Subsequently, a non-medtronic valve was implanted. No adverse patient effects were reported.